Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
M6-c device removed due to increasing bilateral arm pain and subsidence. The device was explanted. The device was intact at time of removal.

Manufacturer narrative:
A1: (B)(6), a2: 58 years, on (B)(6) 1962, b4: 27-jul-2021, d9: yes, g3: 27-jul-2021, g6: follow-up #1, h2: correction, additional information, device evaluation, h3: yes. H6: type of investigation: 10, 3331. Investigation findings: 213. H10: it was reported that the patient had increasingly experienced bilateral arm pain. The radiographic images were reviewed where degenerative changes, severe height loss and osteolytic changes were observed. The disc replacement sizing appeared to be oversized. The device was intact; however, sustained damage at the time of removal. No tissue samples, although inflammation was noted, were taken for microbiological or histopathology or laboratory results provided. The device had not experienced mechanical failure. The failure of this procedure was most likely due to the inappropriate sizing, as indicated in the radiographic images provided and as determined by the attending surgeon.